Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the handset was very slow to connect to the pump for probably a week or so. The patient stated that the handset got stuck at 90% and they had to feel around to get the other 10%. The patient was getting 6 bolus a day. The agent assisted the patient with clearing the data from the handset and the handset was working as intended. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they reached out for assistance clearing the data due to the lag issue previously reported.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) product type product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820,medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that they could get the personal therapy manager (ptm) to connect to the pump to deliver a bolus pretty quick, but the last 10% takes a long time. Patient stated they noticed this issue about a week or so ago. Agent walked patient through clearing data on the handset. Patient then tried to connect again and was able to successfully connect. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd. Serial# (B)(6): product type product ID a820 lot# serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer indicated that for about a week the patient's handset was slow when trying to hook it up to the pump. The handset would go to 90% but the patient would have to play with it to get to the last 10%. During call patient service walked patient through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.